Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reporting number: 2017865-2021-12885. It was reported that the patient presented for a routine generator change. Normal function was observed pre-procedure. During the procedure on (B)(6) 2021, an insulation break was observed on the right ventricular lead. The right ventricular lead was capped and replaced. Noise and oversensing with pacing inhibition was observed when a new pacemaker was attached to the new leads. The new pacemakers was exchanged and no noise was observed. The procedure was completed without further incidence. The patient was stable.